Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Impacted product was discarded in the hospital and will not be shipped for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue/location was suturing when pull off occurred? Unknown was the needle removed from the patient during the same procedure? Yes were there any unexpected outcomes or complications as a result of this suture needle pull off event? Unknown procedure name and date? Cut wound: (B)(6) 2020. Was there any patient consequence or injury? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.